Event description:
Customer reported that needle broke off in abdomen on (B)(6) 2012. Customer went to her doctor and had x-ray. Customer had surgery for removal of the broken part of the needle.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.